Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please also see the update to d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the oes bronchofiberscope tested positive microbial contamination. The scope was sampled twice. During the first sampling, the scope tested positive for 2 colony forming units (cfus) of unspecified aerobic microorganisms. During the second sampling, the scope tested positive for 1 cfus of ochrobactrum anthropi. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested positive for 1 colony forming units (cfus) of unspecified revivable microorganisms which is conforming to standard. Despite our attempts, olympus was unable to obtain the cleaning sterilization and disinfection (cds) process performed at the user facility. During the device evaluation it was uncovered that the image guide bundle at the insertion part had spider webs. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.